Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, there was no image when an endoscope was connected to the subject device. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, there was no image when an endoscope was connected to the subject device. A review of the device history record found no deviations that could have caused or contributed to the image not functioning. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image did not function properly due to a failure of the printed circuit board and failure of the locking function of the connector which caused the lock to slip. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found the clock reset itself due to the battery on the printed circuit board having run out. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.